Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks due to artifacts. No adverse patient effects were reported. The device was explanted and will be returned. No additional adverse patient effects were reported.